Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that devices reports were not accurate. A technical support specialist attached knowledge article (ka) (etl slowness/stalling - rerunflag on dimitemdeliveryexternalpickitem) and ka (pyxis es server reboot process and validation) to resolve the report issue. Verified and completed all server report setup. Confirmed all services are up and extract transform load (etl) was running at the current time. Monitored system for one week with no further issues observed at the server end. Customer confirmed no additional issues with scheduled report failures. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the reports for two devices were not accurate. The user mentioned that the fill reports and pull reports were not showing any information, and they had to override. No warning icons were displayed on the devices. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.